Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge increased to 85% then decreased to 50% while connected to a power source. The pump then subsequently shut down. Then while the pump was connected to the power source, it would not recognize the power source and therefore would not charge. It was also reported that the pump reset unexpectedly deleted the pump settings. There was no impact to the customer's blood glucose level. It was indicated that the pump and/or injections would be used for diabetes management.